Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions. 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03736 and 06381).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 was due to pain, acetabular cup loosening, and elevated cobalt levels. The patient¿s operative report noted a loose and malpositioned acetabular cup, femoral osteolysis, and yellow-appearing fluid. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.